Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted, one in the 2nd om and one in the rca. Approximately 10 months later the patient suffered dyspnoea and died on the same day; the cause of death was unknown. The investigator assessed that the event was possibly related to the device and not related to the anti-platelet medication.

Manufacturer narrative:
The event was updated to acute respiratory insufficiency and was treated with oxygen and medication. Cec adjudicated death as cardiac, of unknown cause. If information is provided in the future, a supplemental report will be issued.